Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The system's software needed to be reloaded, but the customer wanted to wait. No further info is available.

Event description:
The customer reported that the 9600 system displayed an error message. No pt injury was reported.